Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'motor does not engage when door is opened' which was observed during evaluation. The cause was determined to be an upper auxiliary not working as intended which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump motor was not engaging/starting up/initiate when the door was opened. There was no known patient injury or medical intervention associated with this event. No additional information is available.